Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 480 mg/dl and sensor reading was 51 mg/dl. Customer treated her high blood glucose with the insulin pump. Troubleshooting was performed and customer was advised to monitor the sensor glucose performance. The sensor is not returning for analysis.